Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: lid device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/ modular device was sticky and would not run. It was determined that the bearing was worn out. It was further determined that the device failed pretest for check proper function of the triggers and check of free moving. It was noted in the service order that the reverse was not working on the device and the lid device was also not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.